Event description:
User facility reported multiple unsuccessful cavity integrity assessment (cia) tests during a novasure procedure. The procedure was abandoned and hysteroscopy done, which confirmed a uterine perforation. We have been unable to obtain additional information surrounding this event.

Manufacturer narrative:
Device history record (DHR) reviews were conducted for the disposable devices and radio frequency controller. These devices were released meeting all qa specifications. Currently unable to establish a relationship or impact to the reported observation. Expiration date of rfc - na. Device MFR date of rfc - 05/2006. According to the instructions for use (IFU) under the warnings section: use caution not to perforate the uterine wall when sounding, dilating, or inserting the disposable device. If the disposable device is difficult to insert into the cervical canal, use clinical judgment to determine whether or not further dilation is required. The novasure system performs a cavity integrity assessment (cia) test to evaluate the integrity of the uterine cavity, and sounds an alarm warning of a possible perforation prior to treatment. (Step 2.36). Although designed to detect a perforation of the uterine wall, it (cia alarm) is an indicator only and it might not detect all perforations under all possible circumstances. Clinical judgment must always be used.